Event description:
Pt reports that for the last few days they have been having issues with both of their cadd legacy pumps; serial numbers were not reported. Pt reports one pump would display infusion stopped then start up again. Pt switched to their backup pump and that device has been giving a high pressure alarm about every 20 minutes since 12:15am pt's local time. Pt confirmed there are no kinks in tubing or blockages that they could see, and they had already tried changing cassettes, tubing, pumps, and connectors, but could not get infusion to run more than 20 minutes before pump alarmed again. Pt has an in-home rn that visits weekly who noticed the stitches around their central line looked loose a few weeks ago but pt has had no issues until recently. Pump has been infusing on and off with alarms for the past 5 hours without resolution. Pt reports feeling lightheaded and noticed their gait was off. Registered pharmacist confirmed pt had done all possible troubleshooting and advised them to report to the hospital to get the central line checked. Pt states they are going to call an ambulance for transport as they did not feel comfortable driving. No additional info, details, or dates available. He is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unk. Pump return tracking information is not available. Photographs were not provided. Did the reported product issue occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? Yes; if yes, was any medical intervention provided? Not at time of report. Are the actual devices available for investigation? Yes; did the pharmacy replace devices? Yes; did the pt have a backup device they were able to switch to? No, both devices were malfunctioning. Was the pt able to successfully continue their infusion? No. Reported to (B)(6) by pt/caregiver. Ref report: mw5165372.